Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with reddish contrast. The auditory and vibratory features were operational. The keypad cover was torn and the contrast and ¿up¿ button responded intermittently. Removal of the keypad cover found contamination under the contrast, ¿up¿ and ¿down¿ button contacts. The audio bolus button cover was intact while the button was under responsive. Removal of the bolus button cover found contamination underneath the cover and on the button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/ discolored. The contrast and ¿up¿ buttons were intermittently responsive. Removal of the keypad cover found contamination was found under some of the button contacts. The bolus button was hard to push and contamination was found under the bolus button cover and the button contact. This report is made based on the results of investigation completed on (B)(4) 2015.